Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency department with an ongoing ventricular tachycardia. The patient's implantable cardioverter defibrillator (ICD) failed to deliver shock. The device was reprogrammed, which successfully terminated the tachycardia. The patient was stable.